Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). Didn't work. I took two of these tests because I thought I had covid and they both said mega but doctor said it was nuro covid